Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04784, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that device would not cauterize during the procedure; there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04784, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that device would not cauterize during the procedure; there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - the reported event of generator fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device found some minor scratches on the cover and chassis and some sticker residue on the rear of the machine; otherwise the unit appeared to be in fair physical condition. All knobs and switches were tested, all connections inside the unit were checked, and the wires were manipulated while power and irrigation were activated; no problems were found. The unit passed the endostat ii return evaluation procedure within all test parameters. The condition of the returned unit was not consistent with the complaint of insufficient power output; the complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot.